Event description:
It was reported that the micro sagittal saw leaked a dark fluid from around the neck during testing at the user facility. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the boot was found to be worn, the nose housing assembly was found to be damaged, and the motor assembly was found to be corroded. The presence of a worn boot could cause or contribute to the handpiece leaking a fluid.